Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). C4tr01 implantable pulse generator (ipg), implanted: (B)(6) 20121; 407658 implantable pacing lead, implanted: (B)(6) 2012, explanted: (B)(6) 2013.

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.